Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the 6th application of staple on the stomach during a laparoscopic sleeve gastrectomy, the stapler was able to fire but there was a poor staple formation and staple line was incomplete centrally. Another reload was used to fix the staple line. There was no patient injury.

Manufacturer narrative:
Additional information: d4 (serial number), d10, e1(phone number), g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned products noted that the loading units were fully fired. Microscopic evaluation noted that the loading units had damage to the cutting edge of the knife blade and two of the loading units clamping mechanism was deformed. Pmv performed functional testing. The loading units were loaded into a pmv representative instrument for functional testing. The loading units were cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the loading units from cycling again. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions such as clips are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the deformed clamping mechanism may occur if: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.